Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was elevated; however, contact is unsure if the alarm caused the high blood glucose level. Reportedly, the customer was hospitalized approx 12 hours after the alarm occurred.